Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had fluctuations on their pump and gave themselves an insulin shot as "the pump was taking too long." The user did not disconnect from the pump when doing so. The user gives himself multiple meal announcements even when having snacks. The user and his mother were advised further training with the device and accepted. Per the bionic report the user reached a high of 333 mg/dl and a low of 54 mg/dl blood glucose.